Event description:
On january 2, 2007, the lay user/pt contacted lifescan alleging that his one touch ultra was reading inaccurately high compared to his feelings/normal readings. The pt tests 6 times per day and takes insulin (novolog regular-sliding scale and lantus-set amount). The pt reportedly had been getting high readings in the "200-250 mg/dl" off and on for a month when he was feeling "low" with symptoms of shakiness, nervousness, and weakness. He expected his meter readings to be "below 100 mg/dl" when he has low blood glucose symptoms. For example, on january 1, 2007 (around 5am), he woke up feeling "low" and tested at "242 mg/dl" on his meter. Although he felt "low", he did not eat anything because he trusted the meter. But to be "safe" he did not take any novolog regular insulin. He felt that his symptoms were getting worse so at 6am he retested on his meter and got "105mg/dl." He ate some sugar cookies but his symptoms did not completely go away. At 8am, he retested again on his meter and got "104 mg/dl", ate more sugar cookies, and then felt completely better around 10-11am. After the "104 mg/dl" reading, the pt obtained meter readings of "125, 385, 370, 169, 181 mg/dl" (unspecified times) per the meter's memory. Approx at noon, he also tested on his old "one touch" meter and got a "160 mg/l." The pt did not report any other medical attention other than administering self-treatment. The customer care advocate verified that the meter was correctly set to "mg/dl," and approved sample was used, and the correct testing/cleaning techniques were used. A control solution test was not performed because the pt did not have any control solution. This complaint is being reported because the pt obtained an elevated blood glucose meter reading while experiencing low blood glucose symptoms. Within a few hrs, the pt administered self-treatment with food because his symptoms got worse. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the result in a supplemental report.